Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the balloon would not inflate in use is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that while in use the balloons did not inflate. A new catheter was successfully used. There was no reported patient death or complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use the balloons did not inflate. A new catheter was successfully used. There was no reported patient death or complications.